Event description:
It was reported that a user was unable to select the confirmation option when pressing and holding to view drops during a supply change, consistent with a temporary unresponsive screen behavior on the pump user interface. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy after guidance, and the user completed the supply change without further assistance. Investigation included remote troubleshooting and user education. Investigation of this case revealed that a restart of the pump through the app restored normal function, consistent with a transient software or interface responsiveness issue with the pump display or touch input. It was concluded, based on previously established findings for similar reports, that the cause was user interface responsiveness restored by reboot, consistent with normal device behavior after restart.